Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection did not notice any external damage. Functional testing of the device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. Device passed all functional testing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preventative maintenance was preformed on the pump.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection did not notice any external damage. Functional testing of the device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. Device passed all functional testing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preventative maintenance was preformed on the pump.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device would not pass the accuracy test. It is unknown if there was patient, or clinician injury associated with these occurrences or if the side effects resolved. No further details provided at this time.